Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to hospital because he was not feeling well. Upon device interrogation, a red warning screen indicating the device was in safety mode with limited programming was displayed. The device was last checked in april, with no issues noted. It was reported that the patient had fallen. A boston scientific technical services consultant discussed that a fall, radiation treatment, an MRI, or a device failure due to the recall advisory could have caused the device to revert to safety mode. The device was explanted and replaced.